Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Explanted device was received at med-el headquarters on (B)(6) 2018 for investigation. According to the derf (device explant report form), the user suffered from chronic pain at the implant. Also, a possible soft failure is stated in the derf which can't be ruled out at this time.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. As per information received, the patient was experiencing chronic pain on the implant site. Despite several requests, no further information has been received from the field with regards to the reported pain. The patient was implanted with the concerned implant since 2008, but it remains unknown when the pain at the implant site started. Based on the available information, a root cause cannot be determined. This is a final report.

Event description:
The explanted device was received at med-el headquarters on 08-jan-2018 for investigation with no further information. According to the derf (device explantation report), the user suffered from chronic pain at the implant.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the received information, the reported chronic pain is most likely due to device unrelated medical reasons, as the pain is present with and without the processor in use. Damages found during device investigation are most likely related to the explantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The symptoms that led to explantation first occurred about 2 years ago. The patient reported that she initially experienced pain in 2013, then that lessened. The pain was present with the same sensations whether the user was wearing the external processor or not. There is no medical condition or trauma known that would explain the pain.